Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was implanted during a colonic stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the transverse colon. The stent placement was performed as a bridge to surgery for the colonic obstruction. The ileus was reported to be approximately 2cm in length and the patient anatomy was not reported to be tortuous. On (B)(6) 2013, the stent was implanted successfully ¿without problem.¿ on (B)(6) 2013, a second colonoscopy was performed due to a request by the surgeon. During the procedure, the endoscope came into contact with the stent. As a result, the stent stretched and was dislodged from the desired location. The stent position was adjusted. Reportedly, the final position of the stent was not as good as the original placement but the stent ¿covered the lesion well.¿ in the physician¿s assessment, the stent may have become caught on the endoscope because the stent failed to fully expand. On (B)(6) 2013, an x-ray revealed that the stent had migrated to the sigmoid colon. On (B)(6) 2013, the position of the stent within the patient was confirmed via CT scan. When the physician attempted to remove the stent, it was noted that the stent had further migrated to the rectum. The proximal end of the stent was grasped using a snare and the stent was removed. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent failed to expand. (B)(4) for the reported event of stent positioning issue. (B)(4) for the reported event of stent migration. (B)(4) for the reported event of stent was stretched. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A product labeling review identified that the device was used per the directions for use (dfu)/ product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.